Event description:
It was reported when using the bd pyxis¿ medstation¿ es, had drawer was failed and unable to recover. Not responding to recover storage space sequences. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and unable to recover. A field service engineer powered the station down and reset all the connections within the drawer and at the back of the drawer. Also, cleaned drawer of all trash and debris powered the station back on and test it in hardware testing application passing all test. The system functioned as intended after the field service engineer repaired the device.